Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in thirty-one (31) homechoice cassettes. The "pipelines were dirty and dusty." This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: thirty- one (31) actual samples and four (4) photographs were received for evaluation. Visual inspections by the naked eye and by magnification were performed on the actual samples. Samples 1-5 observed loose white particulate matter (pm) inside the cassette sheeting. The source of the pm was determined to be from materials that were intrinsic to manufacturing and possibly the remains from cut sheeting. Therefore, the cause of the condition on samples 1-5 was determined to be due to product contact with qualified product materials during the manufacturing process. Sample six (6) revealed embedded white pm less than 0.30 mm2 in the cassette sheeting and was within product specifications. Samples 7-31 revealed a blemish on the molded cassette and appearance on the pvc (polyvinyl chloride) sheeting (touching the pump chamber of the clear acrylic cassettes) which is a normal characteristic of the material which occurs during the manufacturing process. Samples 7-31 met specifications. Therefore, the reported condition was verified on samples 1-5 however, the reported condition was not verified on samples 6-31. A visual inspection of the photos observed black pm. The black pm was not identified in the returned samples only in the photos. Due to photo evaluation only, the sample analysis was unable to determine if the particulate matter was loose, embedded or if the products met specifications. Therefore, the pm was verified, however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added in h11: h11: a nonconformance has been opened for a process improvement to address the issue of particulate matter in cassettes. The vacuum system of cassette welders were upgraded to increase the effectiveness of particulate matter removal. Should additional relevant information become available, a supplemental report will be submitted.